Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on top case on lower right front corner also cracked on right plunger case and missing portion of bottom case seal. Event history log review was performed and found evidence of invalid syringe size. Visual inspection and syringe testing were performed. The customer reported problem was confirmed. According to the investigation, intermittent invalid syringe size was found during syringe test. The investigation reported that barrel clamp head was intermittently stuck due to barrel clamp assembly was found lacking grease, old, dirty and worn out which caused the reported problem which caused the reported problem. Service's replaced the whole barrel clamp assembly (not the size pot) and performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear (pump is over 7 years old).

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited wrong syringe size alert. It was reported that there was no patient involvement.